Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and low voltage alarms and discoloration on the lcd screen were not confirmed. Provided information indicated that the system controller would be returned for analysis; however, to date no products have been returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and if any log files were available for review; however, no response was received. This file will be reopened with further analysis if the system controller is returned at a later date. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09may2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power leads, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller and modular cable were exchanged, which resolved the event. There was no adverse patient impact.

Event description:
It was reported that the patient appeared in clinic with power cable disconnect alarms as well as low voltages. The patient tried using his backup clips as well as switching his batteries out before coming in and still continued to have the alarms. There's also damage on the modular cable as well as discoloration on the screen of the controller. They want to send both of these back for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.